Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's knee was revised due to dissociation of the polyethylene from the metal in the patellar component. Intra-operatively, metal debris was found in the knee due to the metal articulating against the femoral component. Metal debris was also found embedded in the insert. The patellar component and insert were revised, the femoral component was retained.